Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was sample handling to sample integrity. The instrument is performing within specifications.

Event description:
Two falsely elevated troponin I results were obtained on a pts' samples. The results were not reported to the physicians. The original samples were retested on the same analyzer and negative results were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was sample handling leading to sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was sample handling leading to sample integrity. The instrument is performing within specs.

Event description:
Two falsely elevated troponin I results were obtained on a patient's samples. The results were not reported to the physicians. The original samples were retested on the same analyzer and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was sample handling leading to sample integrity.